Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The surgeon performed 2 da vinci-assisted pulmonary lobectomy procedures on (B)(6) 2016. It is unclear which of the 2 surgical procedures was involved with the reported event. No related system errors were found to have occurred during either surgical procedure. During the first surgical procedure, the surgeon used a stapler 45 instrument in addition to a stapler 30 curved-tip instrument. Multiple green stapler 45 reloads and white stapler 30 stapler reloads were used. During the second surgical procedure, a single stapler 45 instrument was used with multiple green and blue stapler 45 reloads. All three stapler instruments have been used in subsequent surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted pulmonary lobectomy procedure, a staple line air leak was identified. As a result, the patient underwent additional surgery to repair the staple line defect. However, at this time, the root cause of the operative complication is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted pulmonary lobectomy procedure, a staple line air leak was found post-operatively. According to the initial reporter, an intuitive surgical, inc. (Isi) clinical sales manager (csm), the surgeon believed that the staple line air leak occurred as a result of the stapler instrument clamping down on tissue and tearing the patient's lung. The surgeon reportedly attempted to repair the staple line defect using the da vinci surgical system but was unsuccessful. On 07/11/2016 and 07/13/2016, isi contacted the csm and obtained the following information regarding the reported event: the csm was not present during the surgical procedure. However, according to the initial reporter, the surgeon did not report having any issues using the stapler instrument while performing the da vinci-assisted pulmonary lobectomy procedure. The surgeon also did not report encountering any related system errors during the surgical procedure. Post-operatively, a staple line leak was found and subsequently repaired. The csm did not have any additional information to provide regarding the repair of the staple line leak. The surgeon informed the csm that he believes the lung tissue likely tore as a result of the jaws of the stapler instrument not opening wide enough during the surgical procedure. The csm was unsure whether or not the surgeon was alleging that the stapler instrument or a stapler reload malfunctioned. The csm did not know the exact location of the staple line leak and did not have details regarding the tissue that was torn. On 07/11/2016, isi also contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr spoke to the surgeon after the event occurred. The surgeon indicated that the tissue involved with the staple line leak had previously undergone radiation therapy. In order to get better positioning and a better angle with the stapler instrument, the surgeon re-clamped on the tissue multiple times. During this process, the surgeon believes the tissue likely tore.